Event description:
Report received indicated the smart control stent migrated to the pulmonary artery. Further information revealed the arterial and venous access was made through the right arm. The angiogram showed a very tight lesion in the superior vena cva (svc). The exact size and length of the lesion was not provided. The smart control stent system was advanced towards the lesion and the stent was fully deployed without difficulties under fluoro at the intended lesion site (svc) satisfactory. However, thereafter "at a blink of the eye" the stent was no longer seen at the site. An ultrasound exam was performed confirming the stent had migrated and was lodged in the pulmonary artery. The stent has not been retrieved. There were no adverse effects reported and the patient is doing well. The case was aborted and svc was not treated during this procedure. In addition, it was point out that the event was not the fault of the stent. It is believed there was a miscalculation in the choice of stent sizing used for this procedure.

Manufacturer narrative:
This product will not be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.